Event description:
It was reported the pt will undergo surgical intervention to address ineffective stimulation issue which occurred as a result of invalid impedances. It was determined the previous reprogramming was unable to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.